Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Received a call from dealer. She indicated that when end user was using solo2 in vehicle with dc charger, that charger would become warm and unit would shut down. She indicated that they had tried a different dc charger and she also tried it in a different vehicle and the problem was still occurring. (B)(4) issued. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1156872 rev. C (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.